Manufacturer narrative:
(B)(4) 2015 04:56 pm (gmt-5:00) added by (B)(4): the root cause is user error as reported by the account in a followup e-mail. The account states that the product was inadvertently placed in the wrong box by the user. (B)(4) 2015 04:27 pm (gmt-5:00) added by (B)(4). The product was returned to the factory for evaluation. There was no evidence of blood. The outer box showed labeling for upn m002020954080, lot 25085720. The inner blister pack showed labeling for upn m002020951060 lot 25074913. Based on the condition of the device as found, the reported complaint was confirmed.

Event description:
The hospital reported there was a different product inside the box than what was stated on the box. They ordered hemashield mdv grafts.

Manufacturer narrative:
September 01, 2015 12:22 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported there was a different product inside the box than what was stated on the box. They ordered hemashield mdv grafts.